Event description:
This is a spontaneous case report received from a consumer via regulatory authority (maude case# mw5065469) in united states on 24-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2010 with lot number 20222098. After receiving essure implants the consumer experienced 2 years off and on left side abdominal pain and increasingly heavy periods. She also began developing numbness and tingling in extremities, alopecia, chronic migraines, constant fatigue and idiopathic hives. The consumer consulted a neurologist who rules out any causes such as multiple sclerosis. All symptoms have developed since the essure implants. Her gynecologist ordered a d and c (dilation and curretage) in 2014 to try to relieve the heavy bleeding. At the reporting time, the consumer was being tested for a nickel allergy since it was not disclosed to her beforehand that the implant contained nickel. The consumer received nadolo 10mg once/day, and sumateiptan as needed, as treatment drugs. An injury (serious important medical events) was mentioned but not specified and /or assigned to one of the events. Follow-up information was received on 04-nov-2016. No new clinical information was provided. Follow-up information was received on 11-nov-2016. Physician's contact information was provided. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding / period (seen as menorrhagia). Menorrhagia is anticipated in the reference safety information for essure. Considering that event occurred after essure insertion and the lack of alternative explanation, a causal relationship with the suspect insert cannot be excluded. As a dilation and curettage was required, case was regarded as incident. In addition, non serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 22-nov-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4), lot number 20222098. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding / period (seen as menorrhagia). Menorrhagia is anticipated in the reference safety information for essure. Considering that event occurred after essure insertion and the lack of alternative explanation, a causal relationship with the suspect insert cannot be excluded. As a d & c (dilation and curettage) was required, case was regarded as incident. In addition, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: no further information could be obtained in spite of requests. Company causality comment: this spontaneous consumer report, received via health authorities, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding / period (interpreted as menorrhagia) requiring a dilatation and curettage. Menorrhagia, serious due to medical significance and disability, is anticipated in the reference safety information of essure. Menorrhagia can result from several gynecological conditions, other medical conditions, or treatment with anticoagulants. In this particular case, no such alternative explanations were reported, therefore, given that menorrhagia can occur during the use of essure, a causal relationship with the inserts cannot be excluded (related). Several non-serious events were reported in addition. The case was classified as incident due the required intervention. A product technical assessment based on the batch number resulted in an unconfirmed quality defect. Information on event outcome was not obtained in spite of requests.